Event description:
It was reported that during preparation following multiple aspiration attempts air bubbles were noted coming from the balloon indicative of a leak. The procedure was completed using another of the same device. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. As the device was not returned, no physical or visual analysis of the product could be performed. Review and analysis of all available information failed to identify a definitive assignable cause for the reported event. Therefore, a probable cause of undeterminable has been assigned to the reported event. The device is not available to the manufacturer.